Event description:
On (B)(6) 2021, a perceval valve pvs21 was indwelled after CABG (three vessels). The perceval valve did not fit the annulus due to the narrow annulus and valsalva, and pvl occurred (mild), so the valve was explanted. After expanding the annulus, trifecta 19 mm was indwelled but it was further removed since it did not work. Inspiris 19 mm was indwelled instead and the procedure was completed.